Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). With ref to uf/importer report #(B)(4) received through the medsun program, the customer confirmed the part is not available for return. The lot number was also not confirmed. Risk review: per (B)(4) rev 04 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention residual risk: medium no related capas. Further investigation to be carried out

Event description:
Nt821707, drainage kit, lumbar - the catheter sheared off and was retained in patient. Surgical procedure cancelled and neurosurgery consulted, no surgical exploration necessary.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Added report #(B)(4) in section h10. No further updates to include, since initial report dated may 08, 2024.

Event description:
Nt821707, drainage kit, lumbar: the catheter sheared off and was retained in patient. Surgical procedure cancelled and neurosurgery consulted; no surgical exploration necessary.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). No lot number information provided. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-broke/disengage complaints within the past two years. (B)(4). Nt821707 units sold within past two years. Failure rate = 0.00%. Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821707, drainage kit, lumbar - the catheter sheared off and was retained in patient. Surgical procedure cancelled and neurosurgery consulted, no surgical exploration necessary.